Event description:
Md asked for an EKG for a patient. Used the machine. The first EKG said acute mi, did another EKG that said the same thing. Cardiology called to come see the patient stat and cardiac labs ordered. Noticed that heart rates did not match up from the patient to the EKG recording. Got a different EKG machine, did new EKG which was ok. Later noticed the first EKG said simulated data. EKG machine appeared to be reading patient's heart activity but was actually just printing out simulations of different cardiac events.